Event description:
The reporter stated the surgeon partially inserted a cc4204a collamer aspheric single plate lens. The incision was not large enough. The surgeon decided to use another staar lens. Surgeon widen the incision to implant the second lens. One suture used to close incision. The reporter stated there was no product allegation.

Manufacturer narrative:
(B) (4) (no allegations against product). Visual inspection of the returned product found no damage to lens. (B) (4).